Event description:
It was reported that during a da vinci prostatectomy procedure, the pk dissecting forceps instrument wouldn't open, close, or move right and left properly. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. The instrument passed a friction test on an ipt tester. Failure analysis investigation found that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.